Event description:
It was reported that customer experienced malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Mo additional information was received regarding the outcome of the event.